Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 23x1 rb - 305902 needle pulled out of hub. Verbatim: complaint via phone. Pir attached. Case description: the customer stated that the needle detached from the device mechanism while administering the injection. She noted that the needle appeared different compared to others she used before and after, and no similar issues were observed with those. One box has been opened and is still nearly full, and there are eight additional unopened boxes available. The customer stated that she has separated all the lots to prevent this issue from occurring again. She also mentioned that she prefers to be contacted via email for any further communication. Product: bd safetyglide¿ needle 23 g x 1 in. Ref#: (B)(4). Lot#: 5295952. Customer response on 22-may-2026. Just the medal needle came out. See picture attached.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub five samples were received and evaluated. All samples were received in sealed blister packaging. Visual inspection confirmed that the epoxy was properly distributed inside and outside the needle hub, with no defects or abnormalities observed. Needle pull force testing was performed on all five samples, and all results met the applicable specification requirements. One photo was also provided, showing a syringe with a needle assembly attached to the luer area; however, the needle was separated from the needle hub and positioned alongside it. No additional information could be determined from the photo. Based on the investigation and analysis of the photo, the reported condition was confirmed. Furthermore, a device history record (DHR) review was completed for lot numbers 5295952 and 5280959. The review found no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.